Event description:
It was reported that the patient stated hearing their device beep. Interrogation showed no new care alerts since (B)(6) 2012. However, the right ventricular lead has had rising pacing impedance and capture threshold. The device remains in use as follow up information gave no report of intervention. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the actual lead was not received for evaluation. However, performance data was collected from the device and analyzed. Analysis of the data revealed high resistance/impedance. There was one patient alert for out of tolerance subthreshold lead impedance on (B)(4) 2012 21:00:12. The weekly pace lead impedance trend data shows a gradual increase for min and max ventricular pace bi impedance equaling 551 to 1729 ohms peak between (B)(4) 2011 and (B)(4) 2012.